Manufacturer narrative:
The referenced report of the pump being turned off due to suspected thrombus is covered under medwatch MFR report # 2916596-2017-03061. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the emergency room on (B)(6) 2017 with large amounts of purulent drainage and extensive pocket infection. The driveline exit site was debrided on (B)(6) 2017 with wound vac placement. Pocket cultures grew three strains of pseudomonas resistant to cipro as well as citrobacter freundii. All untreatable by oral antibiotics but the customer was hesitant to discharge the patient on intravenous antibiotics due to ongoing drug use at home. The pump was turned off on (B)(6) 2017 due to thrombosis and the patient was sent home on warfarin, intravenous milrinone and antibiotics, and wound vac. On (B)(6) 2017, the patient was readmitted in cardiogenic shock. It was unclear if cardiac versus septic or a combination of both. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.